Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the first device had to be removed because it kept filling with fluid in the pocket all the time. Documented reported event. No further action was taken by patient services. Patient said that when had device removed in 2018, part of the lead was left in as it broke during removal. Patient said that the physician told patient could have an MRI anywhere on the body however patient said that a year or two later they wanted to do an MRI of the liver however the facility wouldn't do it. Patient received updated MRI letter and requested review of information. Reviewed information.